Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, patient's mother was unable to locate sensor wire. Patient was taken to a general physician on (B)(6) 2014 for x-rays to locate sensor wire. At the time of the call with dexcom technical support, patient's mother reported no injuries or discomfort.